Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. Device evaluated by MFR. :the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.5 x 38 mm promus premier¿ drug eluting stent was deployed to treat the lesion. However, upon fluoroscopy, a non-blood flow limiting dissection was noted at proximal part of the stent. The dissection was then successfully treated by a 2.5 x 16 mm promus element drug eluting stent. No further patient complications were reported and the patient's status was stable.